Manufacturer narrative:
Patient information was unavailable from the site. The awl was returned to the manufacturer for evaluation. Testing found that the awl had impact marks at the back end resulting in fit issues with the mating instrument tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively in a spinal fusion procedure. It was reported that the awl was deformed. The site decided to use another awl instrument to complete the procedure. There was no delay in the procedure and no impact on patient outcome.